Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 18in. (46cm) disposable cuff w/plc - sp, sb, part number 60707510300 and lot number z000003473, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 13 jan 2020, a returned product investigation was performed on the 18in. (46cm) disposable cuff w/plc - sp, sb. The physical evaluation revealed that the returned cuff was leaking from the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 18in. (46cm) disposable cuff w/plc - sp, sb was leaking from the 90 degree connector, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, the air leakage was found on the connection of tube and cuff. Therefore, there was a 0-15 minute delay, and the surgeon used an alternative same product to complete the surgery. There was no harm to the patient. No adverse events were reported as a result of this malfunction.